Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated right ventricular pacing pauses. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt some dizziness. A dropped v-pace was noted on the implantable pulse generator (ipg). The ipg was reprogrammed by increasing the rv sensitivity. This ipg remains in use. No further patient complications have been reported as a result of this event.